Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer stated that the leak was resolved by replacing disconnected tubing and fitting in the vicinity of the red blood cell (rbc) filters to resolve leak and control issues. The field service engineer (fse) instructed the customer to replace the hemoglobin (hgb) lamp to resolve hemoglobin (hgb) issues. The instrument was returned to normal operation. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported approximately one half cup of pinkish colored fluid leaked from the right side of the coulter ac·t diff analyzer onto the countertop. The leak was not contained within the instrument. The customer stated that there were voteouts on control runs and hemoglobin (hgb) failures on startup. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. No erroneous results were generated in connection with this event. There was no death, injury, of affect to user or change to patient treatment attributed to this event.